Event description:
During procedure, catheter showed artifact in the intra cardiac ECG. Replaced cable connecting catheter to carto unit with no resolution. Doctor and vendor representative in room determined product was defective.